Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained hyperglycemia with blood glucose reaching 335 mg/dl overnight and measuring 270 mg/dl during the call while using the ilet with a cartridge and tubing; the user had performed a full supply change about 30 minutes prior, reported no visible leaks or kinks, and received troubleshooting and education to allow 1¿2 hours for regulation and to monitor for a downward trend. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote technical review and user-guided troubleshooting. Investigation of this case revealed no device alarms, no observed infusion set or tubing defect, and no confirmed device malfunction, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.